Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was unresponsive and required excessive for in order to elicit a response. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under the contrast and up arrow key contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the up arrow buttons required several presses to activate the desired pump functions and now the up arrow button does not work at all. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.